Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during kit inspection it was discovered that one of the ball bearings was missing from the shim.